Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he changed the batteries in the insulin pump and is no longer turning on. It was noted that the display returned through troubleshooting and the insulin pump alarmed failed battery. Self test was performed and passed the second time. Customer's blood glucose reading at the time of the call was 123 mg/dl. No further info reported.